Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1900522 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not open properly and therefore, the clip could not be placed. Delayed surgery, patient is fine. New forceps used.